Manufacturer narrative:
Investigation summary: investigation into this event showed the precision of the system was within the expected interval. On-site svc found the analyzer to be operating as expected. It was determined that the customer is not following the tube MFR's recommendation for centrifugation protocol. Though the biased results observed are consistent with low sample volumes attributable to the improper centrifugation procedure, the root cause of the event is unk.

Event description:
A customer observed biased k+ results on the vitros 950 analyzer. Biased results were released and questioned by the physician. Biased results of the magnitude and direction observed may lead to inappropriate physician action. There was no report of pt harm as a result of this event.